Event description:
It was reported that the patient had the artificial urinary sphincter cuff removed due to unknown reasons. A new artificial urinary sphincter 3.5 cm cuff was implanted. No further complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff removed due to unknown reasons. A new artificial urinary sphincter 3.5 cm cuff was implanted. No further complications were reported. Additional information received indicated the reason for the revision surgery was the device was not working and the patient was leaking.